Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194-88 lead, implanted: (B)(6) 2007; 6947-65 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the battery longevity is not shorter than expected. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery longevity is shorter than expected. It was further reported that the device will be explanted and replaced. It was further reported that the device will be explanted and replaced.